Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that progressive angina and in-stent restenosis occurred. In (B)(6) 2013, clinical status assessment indicated the patient¿s qualifying condition as unstable angina. The patient was referred for cardiac catheterization. Subsequently, the index procedure and coronary angiography were performed. Target lesion #1 was located in the distal left circumflex (lcx) artery with 90% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 28mm study stent. Following post-dilatation, there was 0% residual stenosis. Target lesion #2 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 30mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 38mm study stent. Following post-dilatation, residual stenosis was 10%. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient complained of progressive angina and was hospitalized on the same day. Subsequently cardiac catheterization was recommended. The 80% stenosis located in proximal portion of lcx was treated with pre-dilatation and placement of 3.0 x 16mm synergy stent. Following post dilatation with 0% residual stenosis. Medication was also given in response to the event. Follow-up core-lab angiography finding of distal lcx, noted absence of thrombus as well as aneurysm. However, core lab noted the presence of in-stent restenosis (isr) pattern 1b with an isr length of 3.78. Revascularization included target lesion revascularization (tlr). Follow-up core-lab angiography findings of proximal lad, noted absence of thrombus as well as aneurysm. Core lab also noted absence of isr. Revascularization included non target vessel revascularization (tvr). On the following day, the patient was discharged.